Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 530 mg/dl while wearing the pod. The patient reports the pod failed to adhere and reportedly fell off the infusion site, causing the cannula to dislodge. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital the following day. Upon discharge from the hospital the patient applied a new pod. It should be noted the patient reports having both diabetic kidney and eye disease.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.